Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found that the six-pin connector was damaged on the customer provided power cord. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported condition of powering off without user input. Improper shutdown! Alarms were verified through a review of the event history log; however, it was determined that a power cord was not plugged in prior to the improper shutdown! Alarms and there were no battery low or battery depleted events. The customer's battery was not returned with the device, therefore the only additional testing that could be performed were with known functional parts. No correction is required in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement associated with this event. No additional information is available.